Event description:
Complainant alleged that during in -service training by a zoll sales rep, the device dispalyed message code "pacer fault 115". The complaint indicated that there was no pt involvement in the reported failure.